Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the camera head was replaced with another which resolved the issue.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no malfunction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head image was very dark. The issue was found during preparation for a unspecified diagnostic procedure. There were no reports of delay or cancellation of the procedure. There were no reports of patient harm.